Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further specific description of the breach in aseptic technique. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) and an additional intraperitoneal antibiotic (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. After seven days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event and on an unreported date, was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.